Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported deformity of one breast and heat sensation on that same breast¿. Healthcare professional letter additionally reported minor discomfort at the upper left pole and prosthetic folds without capsular or intramammary mass with a slight[truncated] peri-prosthetic left effusion, sensitivity, and tenderness at the left breast¿. Device remains implanted. This record relates to the left implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported deformity of one breast and heat sensation on that same breast¿. Healthcare professional letter additionally reported minor discomfort at the upper left pole and prosthetic folds without capsular or intramammary mass with a slight[truncated] peri-prosthetic left effusion, sensitivity and tenderness at the left breast¿. Device remains implanted. This record relates to the left implant.